Event description:
Complainant alleged that the emergency room staff was attempting to treat a female pt (age unknown), but that the device would not charge or discharge above 200 joules. The customer was using the defibrillator with a zoll multi-function cable and electrodes. The staff was able to obtain another device to treat the pt. The complainant indicated that there were no adverse effect on the pt as a result of the reported malfunction.